Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer had a bent cannula and blood glucose of 600 mg/dl. Customer treated by changing the site and giving a manual injection. Customer reported that there was a little bit of scarring on the stomach and he is very skinny, so he doesn't have a lot of space to insert in. Customer stated that he will often use his bottom or backside to insert. Customer had been using the infusion set for 2 days.